Event description:
Customer reported occlusion alarms. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge, and resumed insulin. However, a replacement pump was sent to the customer to resolve the issue.